Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 291 events were reported for this quarter. Product return status. 36 devices were received. 253 devices were evaluated in the field. 2 device investigation types have not yet been determined. Additional information. 291 devices were not labeled for single-use. 291 devices were not reprocessed or reused.

Event description:
This report summarizes 291 malfunction events in which the device had paint chips missing. 291 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 291 previously reported events are included in this follow-up record. Product return status: 47 devices were received. 244 devices were evaluated in the field.

Event description:
This report summarizes 291 malfunction events in which the device had paint chips missing. - 291 events had no patient involvement; no patient impact.